Manufacturer narrative:
The insulin pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the self test. Unable to verify insulin flow blocked alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. The pump was cut open to perform visual inspection and corrosion was found on the motor home switch. Corrosion was also found on the da1, r17, r41 and j6 on electrical board. A test motor was used and continued testing. The pump passed the rewind test. In conclusion, the pump alarmed pump error 38 alarm due to corroded motor home switch. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. The customer stated they were not able to clear the alarm after troubleshooting. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.